Event description:
A screw, implanted in an atb plate, was noted as having backed out approx 40%. The implant date is unk and the screw currently remains in the pt.

Manufacturer narrative:
Subject device currently remains in the pt. Synthes is unable to determine the MFR site or the MFR date without a lot number. Cannot be determined without a part number. No investigation could be performed, no conclusion could be drawn as no device was returned.